Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2026) .

Event description:
It was reported that during a port placement procedure, the puncture needle allegedly came with a fissure in the base. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the puncture needle allegedly came with a fissure in the base. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport MRI implantable port, one hickman silicone catheter, one flushing connector, one introducer needle, one right-angle non-coring needle, one vein pick, one cath-lock, one j-tip guidewire in a guidewire hoop, one 10f introducer peel-apart sheath and vessel dilator, one vessel dilator, and one tunneler were returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported fracture and suction issue as multiple cracks were noted on the hub of the introducer needle. Upon infusion, leaks were observed from the needle hub. Aspiration was attempted but was unsuccessful. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 03/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.